Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
After an implantation period of approx. 3 months, elevated threshold values an low ventricular sensing were reported via home monitoring. During the following in-clinic follow-up, a lead dislodgement was confirmed. The lead was replaced, but not returned to biotronik.